Event description:
It was reported the pt was receiving inadequate coverage and abdominal stimulation. It was also reported the coverage he was receiving was not as good as his trial system. The pt was reprogrammed multiple times to help resolve the issue, but was unsuccessful. As a result, the lead was explanted and replaced. Stimulation was regained post-op. The replacement lead resolved the pt's issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.